Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. During the first inflation of the 1.2x12mm threader¿ balloon the balloon ruptured. The procedure was completed with another 1.2x12mm threader¿ balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a threader balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, multiple streams of water emitted from the balloon wall. The balloon was microscopically examined and four (4) pinholes in the balloon wall were revealed. There were two (2) pinholes on the proximal end and two (2) pinholes on the distal end of the markerband with scratches in between the pinholes. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. During the first inflation of the 1.2x12mm threader¿ balloon the balloon ruptured. The procedure was completed with another 1.2x12mm threader¿ balloon. No patient complications were reported.